Event description:
The following has been reported: biomed reported: "we received a replacement pump, (B)(6). After attempting upstream occlusion, a "restricted flow" alarm appears. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Before testing the fva pins had excessive drag. Pins were cleaned during internal investigation. This cleared up the dragging that was initially found. During internal investigation the pneumatic ipc tubing between the pneumatic assembly and midway connection was pinched. This did not result in a pneumatic failure. Being replaced as good manufacturing practice. A mock infusion produced no errors.